Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due tearing away from the stent post as well as a hole noted in the leaflet along with increased gradients and severe mitral regurgitation. Additionally infection was observed. No additional adverse patient effects were reported.  The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Updated patient and device code. Updated evaluation code method. Updated evaluation code results. Updated evaluation code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: based on the analysis, the tissue that was observed in the reported event description to be torn away from the stent post most likely occurred during the explant procedure. The valve also appeared distorted and had been implanted for more than 10 years which could have resulted in the leaflets contacting with the bias cloth over time leading to the abrasion in the belly of the right cusp. Based on the reported information, it is likely that the onset of endocarditis as well as pannus infiltration on the leaflets contributed to the reported high gradients and severe regurgitation. It was reported that the valve was explanted at 10 years and 8 months post implant and that the diagnosis was community acquired staphylococcus epidermidis endocarditis. Endocarditis that occurs more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Therefore, it is unlikely that the endocarditis originally came from the device and/or manufacturing valve process. In addition, the sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus epidermidis. Updated evaluation code results to field h6 updated evaluation code conclusion to field h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the valve was distorted. All leaflets were in the closed position with a gap between the free margin left cusp (lc) and non-coronary (nc) cusp. All leaflets were stiff, but flexible. Tissue deterioration was noted on the right cusp (rc), near the right left commissure. An abrasion was noted on the belly of the rc appears to be due to contact with the bias cloth on the outflow rail. A laceration noted on the belly of the rc, appeared to be due to a sharp object likely occurring during explant. The left nc cusp and right nc cusp commissures were intact. A thick layer of pannus was present on the left coronary and left nc cusp. The pannus extended from the outflow rail to the back of the left right stent post, and onto the nc and lc margin of attachment. An unknown amount of pannus appeared to have been removed from the inflow and outflow tracts during the explant. Radiography revealed multifocal calcification. Corrected b5: medtronic received information that approximately 10 years and 7 months post implant of this bioprosthetic mitral valve, the patient presented with symptoms of heart failure. Community-acquired staphylococcus epidermidis endocarditis was diagnosed and treated with 6 weeks of antibiotics. Ultimately 10 years and 8 months post implant, the valve was explanted and replaced with a non-medtronic valve due to elevated gradients and severe regurgitation. Upon explant of the valve, it was noted that a leaflet was perforated and the tissue was torn away from the stent post. It was reported that the valve was "suspected" to be damaged during the explant procedure. No adverse patient effects were reported.  Corrected e2 and e3, initial reporter occupation/hcp updated patient, device and evaluation-method codes in h6 updated device evaluation status in h3 conclusion: the investigation is ongoing. A supplemental report will be submitted at the conclusion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic aware date for the device evaluation results was 2019-july-30. Supplemental medwatch report #2025587-2019-01247 was sent on 2019-aug-30 with an incorrect aware date of 2019-july-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this bioprosthetic mitral valve, the valve was explanted and replaced with a non-medtronic valve. The failure mechanism of the valve was not provided, however it was reported that the patient had been experiencing symptoms related to the valve failure. No additional adverse patient effects were reported.